Event description:
The patient is a trauma victim. Patient was ordered for 26mcg/hr of fentanyl. 50cc syringe with 2500mcg of fentanyl was removed from pyxis, tubing primed and concentration double checked with another rn, registered nurse. Placed syringe on medfusion 2001 pump. The pump was set at continuous infusion of 0.5cc/hr, with a volume limit of 10cc. The line was piggybacked into the main line (running normal saline at 5cc/hr via an alaris medley pump)at the port closest to insertion. The clutch was secure on the end of the syringe. There was approximately 48cc in the syringe. A few minutes later the staff noted that the syringe was empty. The clutch was still engaged, volume delivered read as 0.12cc, rate still set at 0.5cc/hr and volume limit 10cc. The patient's condition did not appear to be compromised. A physician was present in the room with the two rns. It is believed that the fentanyl backed up through the main line of normal saline and thus did not compromise the patient condition.